Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the needle hub assembly came off when the sensor was inserted into the serter. Customer's blood glucose was 22 mg/dl. Customer was advised the sensor will be replaced. Customer will not be returning the sensor for analysis.